Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A licox monitor (cc1.p1 and the ip2 introducer) was reported to have malfunctioned; the licox was reading "temperature too high to read" "...his body temperature was no more than 38.5." It is unknown whether an injury occurred because 24 hours had transpired before neurosurgeon was able to replace the licox and camino.